Manufacturer narrative:
(B)(4).

Event description:
During the procedure the doctor found the guidewire body was bent. No patient harm. The device was replaced and a second attempt was successful. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube. No definite signs of use were observed. The guide wire was observed to have one major kink towards the distal end of the body and one minor kink in the middle. It is also noted that the distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kink in the guide wire measured 421mm from the proximal tip. The minor kink in the guide wire measured 217mm from the proximal tip. The overall length of the guide wire measured 45.3cm which is within the specification of 44.4-45.6 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.45 mm which is within the specification of 0.430-0.470 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars and a lab inventory 21ga introducer needle to functionally test the guide wire. Minor resistance was observed at the kinking; however, the guide wire was able to pass with little to no difficulty. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number, therefore, a device history record review was performed on the guide wire based on a potential lot number identified based on a sales history review for this customer. No relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit informs the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one major kink towards the distal end and one minor kink in the middle. Additionally, all relevant dimensional and functional requirements were met, and a device history record review based on a potential lot number from sales history with no relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure the doctor found the guidewire body was bent. No patient harm. The device was replaced and a second attempt was successful. The patient's condition is reported as fine.